Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous artery. A 3.0mm x 150mm, 150cm ranger dcb balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the nominal burst pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5: describe event or problem: updated. E1: initial reporter email: updated. Investigation results: a visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, and the balloon was inflated to its rate of burst pressure for 30 seconds using deionizes water and digital timer: without any leaks or issues noted. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted, therefore the complaint incident cannot be confirmed. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of balloon- material rupture was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "no problem detected".

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous artery. A 3.0mm x 150mm, 150cm ranger dcb balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the nominal burst pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the popliteal artery (pop) to the anterior tibial artery (ata). The balloon was rupture upon first inflation.